Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as "high"; although a specific values was not provided. The customer did not provided detail of how their bg was addressed.